Event description:
Eye irritation and infection. Thought it was due to contact lens. I've been using complete moisture plus for years now and first reaction was about 3 yrs or so ago. My eyes were completely irritated and had to take medication for it. It bothered me so much that when I blinked it hurt. Doc just gave me meds and it cleared in few days. That was worst reaction. Most recent was this last week before I heard of recall. Eyes just got irritated again when driving home in the evening. Could hardly see clearly from right eye. Eye is better today but still feels little odd. I'll be going for checkup this weekend when I get a chance. Dates of use: 2003 - 2007. Event abated after use stopped: no. Several drops to clean contact - almost daily.